Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/11/2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-6480 dualwave pumps outflow is sporadic especially when the shaver is activated, and the shaver does not react. The issue was discovered during the surgery where another device was swapped, and the case was completed with no adverse effects to the patient. On 9/18/2024 it was reported by an arthrex subsidiary employee via email that arthrex tubing was used with the pump in the knee scope procedure which occurred over a period between 8/26-9/9. Pump settings were 35mmhg, a clamp/pressure test was performed prior to the event and an arthrex rep was present during the case. Primary issue was cloudiness in the knee joint but was working fine in both shoulders and hips. Added unknown product line for the arthrex tubing used.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is user error due to disconnecting/reconnecting tubing which may result in pump pressure errors.